Manufacturer narrative:
Based on the visual inspection of the returned inner blister tyvek lid there is a significant puncture hole of approximately 6 to 7mm in diameter in one corner of inner blister tyvek lid. It is stated in the event description that the or staff were unsure of that hole was present when the pack was opened or if it occurred after opening within the theatre. The event was confirmed. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. The inspection of the returned blister pack tyvek lid confirmed the presence of the reported puncture hole. As a hole of this size would have been highly detectable on the tyvek lid, it is unlikely that the device was packed in this condition. It is possible that the inner blister pack was dropped on a blunt-tipped object in the sterile field when removed from the outer blister, causing the perforation in the lid within the or.

Event description:
It was reported that after opening product for femoral components the packaging seemed damaged. Could not tell if the rip in packaging happened before of after opened.

Event description:
It was reported that after opening product for femoral components the packaging seemed damaged. Could not tell if the rip in packaging happened before of after opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.